Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D3: mfg country code - correction. G3: date received by manufacturer - additional information. G4: PMA / 510k - correction. G6: type of report - follow-up. H2: type of follow up - correction. H6: adverse event problem - correction.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 12/5/2025 it was determined this complaint is not reportable per corpft-140202.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).